Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as an alert was received through latitude indicating a possible device malfunction due to fault code battery depletion (bd). The estimated longevity to elective replacement indicator (eri) was observed at 15%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was also noted to exhibit beeping tones as expected due to the current battery status. The device remains in service and a device replacement procedure has already been scheduled. No adverse patient effects.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as an alert was received through latitude indicating a possible device malfunction due to fault code battery depletion (bd). The estimated longevity to elective replacement indicator (eri) was observed at 15%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was also noted to exhibit beeping tones as expected due to the current battery status. The device remains in service and a device replacement procedure has already been scheduled. No adverse patient effects. Further information was requested to the clinic regarding the device explant procedure, however, no additional information was provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as an alert was received through latitude indicating a possible device malfunction due to fault code battery depletion (bd). The estimated longevity to elective replacement indicator (eri) was observed at 15%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was also noted to exhibit beeping tones as expected due to the current battery status. The device remains in service and a device replacement procedure has already been scheduled. The device was explanted and replaced. No additional adverse patient effects. The device is expected to be returned for analysis.